Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy.

Event description:
The following information was reported to kci by the nurse: the patient's wound has a foul odor with a lot of drainage. The nurse stated the patient's wound always had a lot of drainage and an odor, but the odor is stronger. The nurse noted the patient may have had a prior wound infection but could not confirm. On nov 26 2014, the following information was reported to kci by the physician's medical assistant: the patient was prophylactically placed on antibiotic therapy pending wound culture results. On dec 19 2014, kci reviewed the patient's medical records that reported the following: on (B)(6) 2014, a wound culture was collected. On (B)(6) 2014, the physician noted observing "some odor," and the patient's treatment was changed to wet to dry with 1/4% dakins. On nov 26 2014, the following information was reported to kci by the physician's medical assistant: the physician prophylactically placed the patient on antibiotic therapy due to periwound redness pending wound culture results. On (B)(6) 2014, the final wound culture results were positive for an infection. On (B)(6) 2014, the physician noted no wound odor and for the patient to "continue on cipro until completed," and to resume v.a.c. Therapy. On (B)(6) 2014, the physician observed the wound and noted, "no obvious signs or symptoms of infection. Wound improving."